Manufacturer narrative:
Testing of actual/suspected device: enter investigation findings a getinge field service engineer (fse) was dispatched to customer sight. The fse evaluated the iabp unit and observed blood in the unit. Specifically, the fse replaced the safety disk, crm assembly, purge valve assembly and blood detect tubing. Upon further examination, the fse did not find additional contamination. The fse then performed all functional, pneumatic, electrical and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had blood in the line. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
N/a.

Event description:
N/a.